Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods. A medtronic representative, following up with the site, covered several cases after the incident and the accuracy was good. The site changed the tracer pattern based on the tracer pattern recommendations and it did improved the posterior accuracy. Correction: as previously reported the reported issue could not be replicated. Codes corrected to reflect testing and findings.

Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. A medtronic representative, following-up at the site, reported the reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of approximately 3 millimeters. The alleged inaccuracy occurred when navigating in the posterior section of the sinus and was noted with all instruments. The medtronic representative noted that the scan of the patient was three months old. The surgeon re-did the tracer pattern to make it broader which reduced the inaccuracy to 2 millimeters. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.